Event description:
Low inspiratory pressure set at 10 cm. Patient-ventilator interface became disconnected and ventilator did not alarm. Machine pressure reading at 10 cm on inspiration, though not connected to pt. The machine had been functioning correctly and the alarms had been functioning prior to this event.